Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: customer quality investigation: the device was not returned. A photo-investigation was performed on the received images. Upon inspecting the images, the device can be seen broken. The root cause of the breakage cannot be determined based on the available images. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition can be confirmed during photo investigation. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient had a intramedullary nailing (im) on (B)(6) 2021 to treat sub trochanteric femoral fracture. Postoperatively femoral recon nail (frn) was broken through the inferior recon screw aperture. On (B)(6) 2021 the broken frn was removed from patient with non-union of a sub trochanteric fracture and loss of reduction and patient was revised to a blade plate with a fibular strut allograft. Frn was originally implanted as a revision of a previous s&n recon nail which broke with a non-union. No further information provided. This report is for one (1) 12mm / ti cann frn / gt 360mm / right sterile. This is report 1 of 1 for complaint (B)(4).

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient had a intramedullary nailing (im) on (B)(6) 2021 to treat sub trochanteric femoral fracture. Postoperatively femoral recon nail (frn) was broken through the inferior recon screw aperture. On (B)(6) 2021 the broken frn was removed from patient with non-union of a sub trochanteric fracture and loss of reduction and patient was revised to a blade plate with a fibular strut allograft. Frn was originally implanted as a revision of a previous s&n recon nail which broke with a non-union. No further information provided. This report is for one (1) 12mm / ti cann frn / gt 360mm / right sterile. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.